Manufacturer narrative:
Concomitant medical product: product ID 8781 lot# 0025802596. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at a dose rate of 400 mcg/day via an implantable pump for spastic cerebral palsy. It was reported that the pump was replaced on (B)(6) 2023, and an infection occurred around the pump but had not spread to the patient¿s back. An appointment was made for (B)(6) 2023. Additional information was later received from a foreign healthcare provider via a distributor on 2023-dec-08. When the pump replacement surgery was performed on (B)(6) 2023, it was completed smoothly without any particular problems, so the physician did not know why the infection occurred. During the refill in mid-october, after the pump replacement surgery, the pump pocket area turned a little red, so the liquid in the pocket was collected and bacteria were detected. Antibiotics were prescribed, but the redness in the pump pocket area did not subside at the next outpatient visit, so the pump system was removed on (B)(6) 2023. Currently, the patient's spasticity had returned to its original state and was being sedated, as the patient is also experiencing posterior arch retraction. The patient will be re-implanted when the infection has completely subsided. The outcome of the event w as noted as recovering. The infection around the pump was noted as having been unrelated to the drug, pump, and catheter, but was unknown if related to the procedure.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. It was reported that gabalon intrathecal was not involved in the current infection. It was reported that regarding whether the infection was not related to the device or not, since the infection occurred before the first refill after the pump replacement surgery, there was no connection to the device.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# 0025802596, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The onset of posterior arch retraction was due to the removal of the pump system. The event / infection, redness around the pump has resolved. The pump and catheter were discarded by the healthcare provider.